Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with pacemaker device experienced pericardial effusion. The physician thought there was a micro perforation. The physician then drawn fluids from the pericardial sac of the patient. This pacemaker device remains in service. No additional adverse patient effects were reported.